Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+2.5/089 (sphere/cylinder/axis), within the same surgery due to the haptic tore during injection into the patients left eye (os). The lens was replaced with another same model/length lens and the problem was resolved.